Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
Using micropuncture and ultrasound the vs was attempting to access the femoral artery. It was a difficult access however and multiple micropuncture sets were used due to damage to wire. On the last attempt the wire was advanced forwards and backwards through the needle however as it wasn't in the vessel it didn't track easily. When the wire was being removed from the needle the wire tip broke off in sub-cutaneous tissue. They were unable to retrieve the tip and it remains in the patient.

Manufacturer narrative:
During the investigation, supplemental information was provided indicating that, in addition to the complaint device, 4 other similar devices encountered difficulty while attempting to access the patient's anatomy. According to the reporter, it was noted that the patient's anatomy was difficult, and the procedure was abandoned after the fifth attempt. In addition, two lot numbers were provided in regards to the 5 devices. The complaint device lot number has not been confirmed, therefore the lot number for this particular device remains unknown. (B)(4). The event is currently under investigation.

Manufacturer narrative:
Investigation - evaluation: a review of the manufacturing instructions and quality control data (qc) was conducted during the investigation. The product will not be returned for the investigation. If the device becomes available complaint will be reopened and investigation will be performed at that time. The wire guide is 100% inspected in final qc for adequate welds and strength. The attached device label illustrates, "withdrawal or manipulation of distal spring coil portion of wire guide through needle tip may result in breakage." It is possible that the wire break could be associated to the handling of the device during the procedure. However, without the complainant lot number or the benefit of visual, dimensional, or functional testing of the device, it cannot be concluded with certainty what led to this reported event. We will notify the appropriate personnel and continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required.